Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was hospitalized and placed on a heparin drip. Pump parameters on (B)(6) 2017 were as follows: flow 8.8 l, power 6.1 watts at 2940. The patient was not a surgical candidate. Lactate dehydrogenase (ldh) peaked in the 3,000s. Creatinine was 2.4. Pump parameters: flow >10 l, power 9.9 watts at 2940. A thrombus was visualized in the left ventricle. A pump exchange was performed on (B)(6) 2017. No further adverse patient effects occurred as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Vad pump hw25861 was returned for evaluation. The reported event of "high power" could not be replicated, but was confirmed via review of the controller log files which revealed 75 high watt alarms starting (B)(6) 2017 and a rise in power consumption starting (B)(6) 2017 to parameters outside normal operating range. Post-explant functional analysis confirmed that pump hw25861 met pre-implant requirements with power average consumption of 1.98 watts. Dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. Independent pathology report revealed evidence of thrombus within the pump. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These mechanical abrasions of the lower housing ceramic surface and matching surface of the impeller are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus fo rmation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.